Event description:
In 2002, the account reported a fingerstick hemoglobin result of 7.0 g/dl from the cell-dyn 1200. The sample was repeated and was 7.9 g/dl. The account also ran the same sample on the hemacue and obtained a hemoglobin of 15.1 g/dl. There was no impact to pt management. No injruy was reported.